Event description:
The pt underwent surgery with g3 in 2006. After 1 month the surgeon found that the lag screw had penetrated the femoral head. The following month the surgeon went in and repsition the lag screw in the correct position. At las the surgeon removed the set screw only and implanted the another one.